Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the operation channel stuck accessory/object. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the light guide cable coating damage, the bending rubber cut, the light guide fiber bundle (lcb) defective, the segment hard to move, the down pulley wire disconnected pulley wire collar, the up pulley wire disconnected pulley wire collar, the suction channel stuck accessory/object, and the insertion flexible tube (ift) twisted; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.